Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 239 mg/dl. Troubleshooting was initiated for the button error alarm. The mother did not recall any significant events leading to the button error issues; however, she stated that the pump might have been in a position for one of the buttons to be pressed down. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.